Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in laser lithotripsy procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during preparation, when the staff plugged in the laser fiber into the console, they noticed a sparking at the plug. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.